Manufacturer narrative:
(B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Health professional reported pain at the port site and device removal. Follow up findings: healthcare professional reported gastric prolapse.